Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling or other factors. The following instructions for use (IFU) is deemed relevant to the suggested phenomenon: "chapter 3 preparation and inspection. 3.2 bore scope inspection: bore scope inspection. Cracks, dents, swells, edges, scratches, protrusion, protrusion, sag, deformation, bending of the metal wire from the inside on the outer surface of the entire length of the insertion portion including the curved portion and the tip portion, visually check that there is no abnormality such as adhesion of foreign matter or falling off of parts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device evaluation and inspection observed the acoustic lens (probe) was peeled off. An abnormality in the ultrasound image due to the breakage of the ultrasound probe was determined. Furthermore, the following findings during device inspection were noted: peeling of the curved rubber adhesive part was found. The bending angle is insufficient due to the elongation of the angle wire. The adhesive part of the objective lens is peeling off. Scratches are found on the insertion tube. Scratches are found on the switch box. Peeling of the paint on the air/water supply cylinder. Evaluation findings found the probe of the unit was peeled off and damage was noted affecting the ultrasound image. The findings found could be attributed to the customer reported issue of "scratch probe" . The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "probe scratch" found during an unknown event. There was no patient harm, no user injury reported as a result of the customer reported issue. The device return evaluation found the acoustic lens (probe) was peeled off. This report is being submitted for the peeled probe unit of the device found during device return evaluation.